Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Reviews of the episodes indicate post-paced t- wave oversensing. Programming changes were made. Device remains implanted.